Manufacturer narrative:
The reported events were inappropriate capture and lead dislodgement. A complete lead was returned in one piece. The reported event of inappropriate capture was not confirmed. Visual examination, x-ray examination and electrical testing on the lead did not find any anomalies

Event description:
It was reported, that the patient presented for an follow up. Upon interrogation, it was noted, that the right atrial (ra) lead was capturing the ventricular. Chest x-ray was performed and noted, the ra lead was dislodge. The ra lead was explanted. The patient was stable throughout the procedure.